Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed that the advia centaur xp instrument was not running at the time of the event and positioned against a wall. The customer unplugged the instrument power cable from the power source and did not observe any discolorations on the back of the instrument. The laboratory maintenance department arrived and had everyone evacuate the laboratory as the source of the smoke could not be identified. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed an inspection of the instrument and determined the power supply had burned and caused a burned smell. A new power supply was ordered and used as a replacement. The empty and fill of the incubation ring performed with no issues. There were no issues when running the daily cleaning procedure (dcp) and quality controls (qc). The instrument is operational and performs according to specifications.

Event description:
The customer informed siemens of smoke emitting from the advia centaur xp instrument. There were no visible flames or reports of damage to property. There are no known reports of adverse health consequences due to the smoke.